Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 32mm in length, 2.5mm vessel diameter, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified obtuse marginal in left circumflex artery (lcx). After pre-dilation was performed with a 2.5 x12mm balloon catheter that resulting to 80% residual stenosis, a 2.25x 32 promus premier drug-eluting stent (des) was advanced to treat the lesion. However, during procedure the device was unable to advanced the lesion and got damaged. Another 20 x 2.25 promus premier des was advanced for treatment, however the device also failed to advance, the stent got damaged, and the stent shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and that patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.25mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 21.5cm distal to the distal end of strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on guidewire without issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The 80% stenosed, 32mm in length, 2.5mm vessel diameter, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified obtuse marginal in left circumflex artery (lcx). After pre-dilation was performed with a 2.5 x12mm balloon catheter that resulting to 80% residual stenosis, a 2.25x 32 promus premier drug-eluting stent (des) was advanced to treat the lesion. However, during procedure the device was unable to advanced the lesion and got damaged. Another 20 x 2.25 promus premier des was advanced for treatment, however the device also failed to advance, the stent got damaged, and the stent shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and that patient status was stable.